Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician encountered difficulty in advancing stylets into the lead. Additionally, while attempting to cross the valve into the right ventricle (rv), the lead helix extended by itself, and when the lead was removed and tested, it was no longer possible to extend or retract the helix. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the stylet insertion test result was passed. The helix could be fully extended/retracted and helix extension/retraction turns within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.